Event description:
Hcp reported the patient had complaints of nausea, malaise, achiness, headache, and increased back pain. A myelogram was done revealing a catheter fracture where it entered the intrathecal space. The patient was given oral analgesics and had a laminotomy done in 2001 to remove and replace the intrathecal catheter. The patient improved and the patient's symptoms resolved after surgery, the patient was seen this month for the patient's routine refill and is doing fine.